Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a bad battery alarm on the insulin pump. Customer stated that the battery was removed from the pump to prevent corrosion due to the customer running out of supplies. Customer replaced the battery and received the alarm when he received his supplies. Customer has attempted to change the battery again but he continues to receive the alarm and the pump will not hold a charge. Customer reported a broken belt clip and will call back later to proceed with troubleshooting.